Event description:
Terumo medical corporation received the following reported information: during prostate artery embolization, the 016 gt-r was used with a 2.0 progreat microcatheter. While advancing the wire through the prostate artery the wire dissected the vessel, it was confirmed with angiogram. This caused the result of procedure to be an incomplete embolization. There was no blood loss, the patient left the room in stable condition. The procedure was an aortogram.